Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose in the 40 to 70 mg/dl range at the time of the incident. The customer was at 214 mg/dl at the time of the call. The customer was given food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The pump had physical damage on the battery compartment that was causing a blank display. The customer was hospitalized for the low and a suspected drug overdose. The insulin pump will be returned for analysis.